Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the medication was not crossing over to multiple stations. A technical support specialist identified that a service on the enterprise server was not processing several orders correctly, resulting in those orders not being available on the stations. Restarting the service resolved the processing errors. The issue was corrected using knowledge article (ka) - med es server messages not processing concurrent error, and the error, warning did not reoccur. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the newly added medications were not crossing over to multiple stations. They stated that the medications were visible on the server, but when the nurses attempted to pull the medications in the specific station, the new add-on medications were not appearing. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.